Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lost a kidney due to cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. No odor observed. Product investigation laboratory observed the following from an external and internal inspection: missing air inlet filter. Unknown tan contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown tan and black contamination (dust-like), inconsistent with degraded sound abatement foam, in the iso port (international organization of standardization.). Unknown tan dust-like contamination in the blower box. Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Unknown black residue (inconsistent with degraded sound abatement foam) inside enclosures. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Product investigation laboratory was unable to get care orchestrator information from device and was unable to address the symptoms specified. Review of the device log showed: errors logged: 0 errors were logged. The device was likely reset prior to pil receipt as indicated by the device having 29,989.5 machine hours and no blower or therapy hours. In box d: device avail. For eval? (Rfb) and date returned (rfb) was updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.